Manufacturer narrative:
Analysis was unable to prime the insulin pump during prime test due to loose and flush drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube and reservoir tube window, broken battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer stated that they were able to exit the preparing to prime loop. The customer mentioned that the insulin pump had crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.